Manufacturer narrative:
This report is submitted on april 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with oral and IV antibiotics (date and duration not reported). The issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2018.